Event description:
The distal end of the lap band got disconnected during lap band application. A new standard size lap band was opened and used for the procedure as per the md's instruction. The first lap band implant was taken out and submitted to the nurse in charge. (Lap band ap standard with access port I; ref b-2240; serial number: (B) (6))